Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited over-sensing due to crosstalk. All episodes occurred on the same date. The crosstalk was not reproducible in clinic. No intervention was performed. The patient was in stable condition and will continue to be monitored.